Manufacturer narrative:
The customer reported the issue of the autopulse platform failed during the training with user advisory (ua) 12 (lifeband not detected) error message was confirmed during the archive review, but not during the initial functional testing. In addition, unrelated to the reported complaint, user advisory (ua) 02 (compression tracking error) message was noted upon pressing the start button. The brake gap was adjusted to remedy the fault. Visual inspection was performed and found a damage top cover, front enclosure, bottom enclosure and bent battery lock, unrelated to the reported issue. To remedy the issue, the top cover, front and bottom enclosures, and bent battery lock was replaced. The autopulse platform is a reusable device and was manufactured in 2008, and is 10 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The archive data was reviewed and contained (ua) 12 error message on the reported event date. The platform was tested for 10 minutes with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) pound patient and passed initial functional testing. Belt switch assembly was checked and verified it is within specification. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. After repair and service, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During training, the autopulse platform ((B)(4)) displayed a user advisory (ua) 12 (lifeband not detected) error message. No patient involvement.